Event description:
Additional information was received from the consumer clarifying that the hospitalization was for diagnosis of bell's palsy and to rule out cerebral vascular accident; this was requested by the physician and nursing staff. There were no circumstances that led to the hospitalization. It was noted that the patient needs their ins to control their pain. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was hospitalized. The event date was unknown. It was unknown if there were any symptoms. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.